Manufacturer narrative:
Product ID: 8709, lot# j11009r27, implanted: (B)(6) 2002, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient receiving a dose of 9.7mg/day at an unknown concentration of bupivacaine and a dose of 21.55mg/day at an unknown concentration of morphine via an implantable infusion pump for non-malignant pain and chronic low back pain. It was stated by the consumer that ¿the pain pump is not working at the moment, and we think it¿s something with the catheter¿. Consumer reported that normally get 5ml withdrawn at refill and at the last refill in (B)(6) 2016, they got 23.5ml withdrawn from the pump. Also in (B)(6) 2016, a dye study was performed and no dye came out, so a magnetic resonance image (MRI) was recommended. On (B)(6) 2016, the patient was taken to a medical center with uncontrollable pain, and increased sensitivity issues and was placed on oral medication. On (B)(6) 2016, the patient had an MRI which was inconclusive. The pump had not yet been interrogated for pump alarms as the managing doctor was not on staff at the medical facility the patient went to. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.